Event description:
It was reported that the patients had an infection at the ipg pocket site since implant due to incision has not been healing. Symptom of drainage was noted. It was unknown if the infection was device related and the cause was unknown. The patient was placed on antibiotics and underwent an ipg explant procedure. The explanted device was not returned.